Manufacturer narrative:
The device was returned for analysis. The reported failure to advance was not confirmed. The noted damage to the sheath is likely due to handling during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the absolute pro instruction for use (IFU) states: inspect all product prior to use. Do not use if the package is open or damaged, or if the product is damaged. Avoid unnecessary handling, which may kink or damage the delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined that the reported difficulties were likely user error. The difficulty advancing was due to the exposed stent and resistance with the previously implanted stent resulting in premature deployment once removed from the patient and noted damage on the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed, heavily calcified, and heavily tortuous lesion in the superficial femoral artery. A 6.0x100mm absolute pro self-expanding stent system (sess) was removed from the package; however, the stent was exposed. The sess was prepped and it was decided to advance it, but the sess met resistance during advancement with a previously implanted stent. The sess was removed without resistance and there was no damage to the previously implanted stent. The procedure was successfully completed with a new 6.0x100mm absolute pro stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.